Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device was having issues on 6 different patients with each event requiring 1 primary tubing set switch out and 1 requiring pump change. Although requested, additional information was not provided.

Manufacturer narrative:
Correction: disregard file (after further review it has been decided that this file is non reportable).

Event description:
It was reported that the device was having issues on 6 different patients with each event requiring 1 primary tubing set switch out and 1 requiring pump change. Although requested, additional information was not provided.